Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the operation channel buckled, the angle wire play, the control body corroded, the lg prong top corroded, the insertion flexible tube (ift) leak, the body cover grip leak, the light guide cable leak, the root brace rubber cut, the insertion flexible tube (ift) communication issues with cpu board, the air/water nozzle loosened, the distal body worn out, the u/d and the r/l pulley wires worn out, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).